Manufacturer narrative:
.

Event description:
The customer reported that the unit is failing in that at switch on, whether using battery only or mains, in that it comes up with; system failure cycle power, error 10003. There was no report of patient involvement.